Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated leads were explanted due to pocket infection. It was reported that a temporary pacing lead had been implanted five days prior to the complete discontinuation of the system. Temporary pacing was required during antibiotic recovery, prior to a new system implant. No additional adverse patient effects and no functional performance anomalies were reported during the system's implanted duration.